Manufacturer narrative:
The field service engineer replaced the valve assembly and performed precision testing which was acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer checked the analyzer and found no issues. Precision testing was performed. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for two patient urine samples from the cobas 6000 c 501 module. Sample 1 initial result was 841 umol/l. The repeat result from another analyzer was 12055 umol/l. Sample 2 initial result was 559 umol/l and the repeat result was 1685 umol/l. The repeat result from another analyzer was 4739 umol/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 477560. The expiration date was requested but was not provided.